Event description:
Patient was implanted with tibial nail and screw construct on an unknown date. Post-operatively, on an unknown date, a non-union was revealed. Broken screw was also revealed at this time. Patient returned to the operating room on (B)(6) 2013 for revision surgery. At this time, surgeon removed tibial nail and two 5mm locking screws. The second proximal locking screw was reportedly broken in the middle of the shaft. It was reported that there were no distal locking screws. Patient was revised with competitors nail and screws. This report is for an unknown 5mm titanium locking screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.